Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for non-obstructive urinary retention. Evaluation start date was (B)(6) 2021. It was reported that patient stated that they had experienced a painful stimulation and that they were in the hospital. It is unknown if the issue was resolved at the time of the report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.